Event description:
Allegedly, original surgery done in 2004, exact date unknown. Recently the patient suffered hip pain and underwent a revision hip replacement. The modular neck, conserve big femoral head and conserve cup were revised, and replaced with a s&n acetabular shell and liner (the surgeons standard product). A new modular neck was inserted, along with an mpo ceramic head. Additional information received thru UK njr data on 06/24/2024: patient revised due to lysis ? Socket/adverse soft tissue reaction to particulate debris revisionnjrindexno: 5501675 side: l non revised products: product ID: pha05512 profemur® l stem size 6/ lot number: v04185844/ qty:1 product ID: pha01232 profemur® neck 8dg a/r short/ lot number: v03156729/ qty:1.